Manufacturer narrative:
(B)(4). The device will not be returned for analysis, location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent initial tha. Subsequently the patient was revised for poly wear approximately twenty three (23) years later. A new locking ring, head, and poly were implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: wear with revision of right hip poly and head exchange; x-ray report poly wear superior in acetabulum. Leg length inequality, limp, 2nd to poly wear. Removed liner, and noted locking ring was damaged, and removed, cup retained a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.